Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon, ¿flickering of images¿, was reproduced, and it was found that the event occurred due to a connector problem. It was recommended to replace the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed and resulted in a failure to display digital output. The probable cause of the malfunction was related to wrong user handling/user mishandling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a faulty connector was observed with the evis exera iii video system center during maintenance. During a standard service inspection of the customer returned device, digital output failure was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.